Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). Correction: the cause was determined to be a user error. It was incorrectly reported in the previous emdr (follow-up emdr 001) that "no root-cause has been determined".

Manufacturer narrative:
(B)(4). Correction: (the information was inadvertently omitted in the initial emdr report). This complaint for a low drain volume alarm (ldva) occurred during initial drain was not confirmed due to a lack of sample. No root-cause has been determined. A batch review was not performed since lot number was not available. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation for the low drain volume alarms is in progress through (B)(4).

Event description:
A customer contacted baxter's global technical service center to report a low drain volume alarm on the homechoice (hc) device during initial drain. The homepatient (hp) stated that the clamp was closed on the patient line and that it must have been closed during priming. The technical service representative (tsr) assisted the hp with ending the therapy and advised her to start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the patient and she stated that the incident was her fault, she forgot to open the clamp. The patient confirmed that the supplies were fine. The patient stated that she discarded the supplies and started over with new. The patient stated that she did not recall the lot number. The patient confirmed that there was no medical intervention or patient injury associated with this report.

Event description:
According to the customer, there was an air in patient line.